Manufacturer narrative:
E1 added initial reporter address line 1 and initial reporter phone number as they were omitted from the initial report that was submitted. H6 added b13 code as it was omitted from the initial report that was submitted. H11 added instructions for use as they were omitted from the initial report that was submitted. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ investigation summary: the investigation has been completed. Renal failure/ hematuria: the cause of the injury was not determined due to insufficient clinical details. Cardiogenic shock/ arrhythmia/ ischemia : in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that there was renal failure, shock, ischemia, arrhythmia, and hematuria during impella 5.5 support. While on support the patient was experiencing renal failure, low urine output and red urine. The clinical staff were actively replacing the continuous renal replacement therapy circuit during rounding. The pump was repositioned, and the patient had some ongoing ectopy. The patient was experiencing shock. Left lower extremity pulses were lost. The impella was successfully weaned and the patient survived.